Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an anterior resection procedure, the doctor was preparing to transect the distal portion of the rectum. He had thinned out the rectum and it was regular tissue. The resident put the device around the rectum and the doctor noted the resident did not wait fifteen seconds before firing the device. After firing, the surgeon could see no staples in the device, in the pt's body or pt's tissue. He believed that no staples were fired at all. The distal end of the specimen was open. The surgeon used a 2.0 prolene to purse-string the distal portion of the transected rectum to insert the device. The surgeon performed a leak test and the anastomosis was airtight. The surgeon then performed the planned ileostomy which will be reversed in approximately three months. The ileostomy was planned as part of the procedure due to the age of the pt and the low anastomosis site (2-3cm). The pt has been discharged from the hosp. The pt has a history of cancer.